Event description:
The pt stated that the pump lost power during her sleep on october 12. The pt reportedly purchased both lithium and alkaline batteries to try in the pump and the pump still did not power on. The pt confirmed that the battery cap was secure with no o-ring visible. The pt confirmed there was no visible pump or battery cap damage. The patient's blood glucose levels are around 600 mg/dl at the time she called animas around 6 pm on october 13 and confirmed presence of ketones at that time. The pt tried contacting her hcp but could not reach the hcp. The pt does not have an insulin delivery backup plan.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. The product issue did not cause or contribute to the serious injury because the pt recognized the issue and did not have a backup insulin injection plan to treat her blood glucose. The pt recognized the issue when she woke up in the morning and the alleged elevated blood glucose level occurred in the early evening later that day. The owner's booklet states that to avoid the risk of very high blood glucose levels, the user must be prepared to give themselves an injection of insulin if insulin delivery were interrupted for any reason.